Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage being too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed this device was exhibiting premature depletion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Conservative modeling indicates that the device should support therapy for at least 90 days. The elective replacement indicator (eri) should not be triggered within 90 days. This device should be replaced or reassessed within 90 days. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage being too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed this device was exhibiting premature depletion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Conservative modeling indicates that the device should support therapy for at least 90 days. The elective replacement indicator (eri) should not be triggered within 90 days. This device should be replaced or reassessed within 90 days. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.